Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2024 while reportedly wearing the lifevest. The patient received one inappropriate treatment. The device was started up at 16:13:09 on (B)(6) 2024. At 20:49:11, the patient received the inappropriate treatment. Rhythm at time of treatment was asystole. The post shock rhythm continued to be in asystole which is a non-life sustaining rhythm. Oversensing of low amplitude cardiac signal contributed to the false detection. The device was shut down at 22:03:32 on (B)(6) 2024.